Manufacturer narrative:
Per tandem¿s user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred when the customer attempted to deliver a bolus. Blood glucose level was 196 mg/dl. During troubleshooting with tandem technical support, the blockage was found to be located at the site. Customer used u-500 insulin. Reportedly, the infusion set was changed and insulin delivery was resumed to resolve the issue.